Event description:
It was reported that three technical errors were generated while the ventilator was connected to a pt and the pt's saturation dropped to about 85%. The technical errors indicated disabling of valves and internal memory error. As a consequence the ventilator stopped. (B)(4).

Manufacturer narrative:
(B)(4).